Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, when the plunger was pressed to activate the injector, the lens dissected the haptic upon reaching the inspection zone, necessitating replacement of the lens.additional information was received as the surgery completed on the same day and tip of the preloaded device did not make contact with the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).